Event description:
It was reported that prior to a thermal ablation procedure in 2006, the pt was administered 400mg celebrex, 10mg valium, 5mg vicodin, 150mg zantac, and 30mg toradol im. A paracervical block was placed with marcaine. The balloon insertion and treatment cycle were completed normally. The pt had mild bloating and abdominal discomfort the next day. She was seen in the emergency room where abdominal x-ray and cat scan were performed which were normal. The pt did have constipation. The pt used an enema two days later, which may have added to the abdominal bloating. The pt was seen in the office one week postoperatively and was completely normal with no evidence of any infection. The pt's current status is stable. There are no future plans for treatment of further evaluation.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.